Manufacturer narrative:
B5: updated with additional information. H6: patient code updated reflect code 4582.

Event description:
It was further reported that there was no patient involvement with respect to the reported product problem.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the reported inaccuracy was unable to be replicated by analysts. The expulsor was trimmed as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was over infusing by 10%. There were no reported adverse events.